Event description:
It was reported that the user experienced a brief dexcom g7 sensor issue with signal loss, after which the sensor reconnected and glucose readings resumed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose management and no hospitalization. Investigation included complaint handling with troubleshooting and education regarding alert messaging and reconnection guidance. Investigation of this case revealed a transient communication interruption consistent with brief sensor issue events, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user¿device communication interruption that resolved without intervention.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.